Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was recently repositioned and was still kind of sore. The patient stated that the physician implanted the device too close to the surface. The device remains in service. No additional adverse patient effects were reported.